Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open coronary artery bypass procedure, upon suturing vessels together, suture broke when hand tying a knot. It broke after three throws. Another suture opened and used successfully. There was no patient injury.